Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. At the time of this report, a return sample had not been received. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on 08/10/2015. Third party manufacturer reviewed the routers used to manufacture lot # 13vm523432 and no discrepancies or deviations were found outside the normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It is reported the nurse attempted to deflate the device retention balloon and was unable to pull back on the syringe and deflate the balloon. To deflate the balloon, he was advised to cut the tubing between the balloon and the patient.